Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2938836-2019-13604, 2938836-2019-13594, 2938836-2019-13602. It was reported that when the patient presented for a follow-up in clinic, the implant wound was found to be infected. The physician debrided and disinfected the wound (B)(6) 2019 and the patient was stable following.

Manufacturer narrative:
Supplemental report needed to address additional serious injury sustained by the patient.

Event description:
Additional information received indicated that the patient was admitted to the hospital for another infection. The physician explanted and replaced all three leads. The physician elected to disinfected and re-implant the patient's implantable cardioverter defibrillator. The patient was stable throughout.